Manufacturer narrative:
Device evaluation summary: the device returned with a detachment on the hypotube 17.6cm distal to the strain relief. A kink was evident on the hypotube. Tactile test confirmed kink. The hypotube material was oval and jagged on both sides of the detachment site. The stent was positioned between the markerbands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to the 1st, 2nd and 3rd distal stent wraps with struts bunched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the delivery system. Additional information: the device returned with a detachment on the of the hypotube. It was reported that the detachment occurred after the procedure, after the device was removed from the patient. The detachment did not occur during the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a mildly tortuous and moderately calcified lesion located in the distal circumflex (cx) artery. There was no damage noted to the packaging. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is reported to be alive with no injury.